Event description:
It was reported that an attempt was made to treat a coronary artery lesion with the pixel. The stent separated from the delivery system in the pt and an attempt was made to retrieve the stent; however, it traveled to an iliac artery.